Manufacturer narrative:
Investigation summary: the alleged false positive result occurred on fhc-102 product with patient urine sample. Customer report that in the course of investigating a possible pregnancy, it was found that a patient had a very faint line in the 'test' area of the alere hcg test kit ((B)(4)), even though the measured hcg level via biochemical analysis was zero. Issue was observed on several different kits from the same batch number (hcg1012081), but wasn't observed with a different batch (hcg0122065). Two different batch numbers of 'one+step' pregnancy tests showed false positive results, but these tests are not subject to customer lab's quality control regime. Approximately 5 false positive/ faint line tests occurred. Each false positive/ faint line result occurred on approximately the same date, (B)(6) 2021. A total of three samples were tested, the original patient sample and two 'controls' - non-pregnant female and random male. Same fresh sample used for all tests. The complaint information, test read at 3 minutes; approximately at first, then later with timer when issue was noted. According to package, read the result at 3 minutes with timer after dispensing the sample. Do not interpret results after the 3 minute read time. It is important to follow the instructions. The batch record of hcg1012081 was reviewed, the quality control release data met release specification; no deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process; the working concentration used in the key components met manufacturing criteria. The retain product investigation was preformed on lot hcg1012081. Visual inspection was preformed for the packaging and devices. All retained devices (10 in total) showed expected negative results. False positive issue and faint test line was not observed. From the investigation, customer reported issue was not replicated. No product deficiency was identified during this investigation. In conclusion, from the investigation it is 'unable to determine assignable cause' with the insufficient information provided. No product deficiency was identified. This complaint will be tracked and trended.

Event description:
A patient was admitted to hospital with abdominal pain and was administered with alere hcg test kit lot number hcg1012081 which gave a false positive result with a faint line on (B)(6) 2021. Patient was confirmed to be negative for pregnancy via biochemical immunoassay which gave a 'not detected' result for hcg. This issue repeated on several different kits from the same batch number (hcg1012081). This issue was not observed with a different batch (hcg0122065). Two different batch numbers of 'one+step' pregnancy tests showed false positive results, but these tests are not subject to customer lab's quality control regime. Patient had a scan but no treatment. The patient did experience psychological trauma with a positive pregnancy test but no treatment was necessary. Although requested, no further information was provided.